Event description:
Complainant alleged that during in service training by a zoll sales representative, the device displayed message code "discharge fault". The complainant indicated that there was no pt involvement in the reported failure.